Event description:
Pt fell and it was determined that one screw broke. Pt was revised and broken screw was replaced.

Manufacturer narrative:
Screw was returned to pioneer surgical and dimensions were determined to be within specifications. The pt's fall likely contributed to the screw disassociating. The streamline tl system IFU states that "no implant and screw system can withstand the forces of sudden dynamic loads such as falls or other accidents". Device history record for this device was reviewed and documentation shows that it was manufactured to pioneer surgical's specifications.